Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturers representative (rep), who reported the patients impedance on their right implantable neurostimulator (ins) had always been quite low making the battery die faster. According to records it was in the 500s until 2008 when it went into the 400s where it stayed until 2017 whenit dipped to the 300s. In 2019 the lowest it went was 375 and was 395 in (B)(6) 2019. It was unable to be measured on (B)(6) 2021. It was unknown what led or contributed to the issue. There were no actions taken to resolve the issue.